Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2006. (B)(4).

Event description:
It was reported by the patient's spouse that the patient was unable to hear the device alert for elective replacement indicator (eri). It was noted by the patient's spouse that the patient had previously had a stroke. The device was explanted and replaced due to eri. Additional information has been attempted to be obtained, however is not available. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # the device was returned and analyzed. Analysis of the device revealed normal battery depletion and no anomalies were found. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.